Event description:
It was reported that during the trial period, the patient noted that one of the bandages rolled up and then had it placed over the lead sutures. When the physician inspected the site, the insertion hole was bleeding minimally. Due to exposure, an infection developed and it was not device related. The physician determined to pull the leads early to reduce infection. The patient was put on antibiotics and the leads were discarded. Upon follow-up with patient, the infection appeared to be clearing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7230796.